Manufacturer narrative:
Complaint (B)(4). Received 3 inner packs (90pc) 450228/g170234w for evaluation. No samples of the 450239 were received. We have no further complaints on the materials/batches. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations. No irregularities were detected during in process control. The customer returned samples were visually checked; no indications of any abnormalities. Samples were functionally checked; reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer states that needle disconnected from the holder during venipuncture. Customer advises no needlestick or blood exposure injury.